Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round moderate profile saline prostheses 250cc, catalog: 3501630, lot: 270270 (B)(6). (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile saline prostheses, 265cc on the left and 250cc on the right. Deflation on the left breast prosthesis was diagnosed post procedure. Bilateral capsular contracture baker grade iii-IV was also indicated. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 325cc saline prostheses on 3/30/2018. This report is for the left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile saline prostheses, 265cc on the left and 250cc on the right. Deflation on the left breast prosthesis was diagnosed post procedure. Bilateral capsular contracture baker grade iii-IV was also indicated. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 325cc saline prostheses on (B)(6) 2018. This report is for the left breast prosthesis. The device was received at mentor without fluid. Examination of the device revealed a crease on both aspects and also a rent measuring approximately <0.1 was observed in the posterior aspect within an area of shell abrasion at the end of the crease. No other anomalies were observed. A possible cause of the failure could not be determined. Rupture was confirmed. A complaint of capsular contracture in the breast was reported. With the information provided, the product evaluation team concluded the reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The device history record ( DHR) of lot number 270270 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/25/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 6/8/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).